Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self-test and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was unable to read. The customer¿s blood glucose level was unknown. Customer reported that pump screen stopped working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.